Event description:
It was reported that the screw caps cannot be removed. During a revision of a matrix 5.5 degen system the caps could not be loosened despite the correctly applied op technique with torque handle and counter torque. After lengthy turning in both directions with a torque handle, the physician decided to make a final attempt with a hand grip without torque restriction, which resulted in the breaking of the tips of both screwdriver shafts. The splinters of the instrument were removed from the patient. Since the implant could not be removed, however, the physician was forced to leave the implant inside the patient. No further information was provided. This is report 2 of 2 for complaint (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation conducted revealed that the tips of the screwdrivers have been massively damaged. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications unfortunately, the specific cause of damage can not be established and we are not able to determine the exact cause of this occurrence. Within the framework of constant product improvement, an additional screwdriver with a straight tip without lock is now available. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.